Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy of the uterus where a laparoscopic power morcellator was used. She was diagnosed with pelvic sarcoma shortly after the surgery and passed away from complications of pelvic sarcoma on (B)(6) 2015.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.